Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Patient stated that the sensor pod was hit by a screen door resulting in the sensor pod detaching. The sensor wire was left at the site of insertion. Patient removed the wire from his body with tweezers. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).